Event description:
It was reported that this ring was explatned after 47 day inplant duration due to an unknown reason. No other information was provided.

Event description:
It was reported that this ring was explanted due to mitral insufficiency. No other information was provided.